Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 3006705815-2019-01075. It was reported the patient's stimulation is autoreducing. Diagnostic system testing indicated multiple high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the lead with high impedance was explanted. Note: all of the patient's leads are being reported as explanted because it unknown which lead was explanted.

Manufacturer narrative:
Analysis conclusion a case of autoreducing was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference MFR. Report # 3006705815-2019-01075.